Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -17.50/+2.5/094 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2019. The reporter indicated the lens had excessive vaulting, angle closure, with elevated intraocular pressure. The patient reported discomfort. The lens will be explanted but to date the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.